Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they cannot get battery to read on the device. There was no reported adverse patient impact.